Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Any observed damage would be mitigated by the exchange of this component for another one. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Multiple devices: bat210219 - battery / catalog number 1650de / expiration date: 10/31/2016. UDI #: unknown. (B)(4).

Event description:
It was reported that the patient's batteries (bat210219 & bat221282) discharge faster than expected. The batteries were exchanged with no reported patient consequences. No further information was provided.

Manufacturer narrative:
Additional devices involved in the event: (B)(4). Device evaluation date: 21/jun/2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun (02). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Correction. It was reported that the batteries would rapidly discharge. The batteries, bat221282 and bat210219, were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries met specifications; the units passed visual examination and functional testing.  Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Note: the controller, con188572, in use during the reported event contained the smr software. Additional devices involved in the event: bat210219. 10/23/2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.